Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a pericardial effusion requiring intervention. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc) was inserted in the patient and it was noted on echo that the patient had a pericardial effusion. The patient's blood pressure lowered and 250cc of fluid was drained from the patient. After, the procedure continued and two clips were implanted without issue reducing the mr to grade <1. Per the physician the pericardial effusion was caused by the transseptal puncture. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported pericardial effusion was due to procedural circumstances as it was caused by the transseptal puncture. The reported hypotension was a secondary effect of the pericardial effusion. The reported patient effects of hypotension and pericardial effusion as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.